Event description:
It was reported that the customer mistakenly gave too much insulin through the pump. The customer's spouse was doing an infusion set change and they did not prime the set correctly and a lot of insulin went into the customer's body. Instructed to take the customer to the emergency for treatment and call back for further info.